Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/24/2015 with the following findings: the black box showed several loss of prime warnings associated with a low non-zero force. An ezprime sequence and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The force sensor calibration check showed the pump was detecting the correct force. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on the same day, the patient experienced low blood glucose (bg) of 30mg/dl with cognitive impairment, confusion, and difficulty speaking. The patient reportedly did not require assistance of a third party to treat the low bg. The patient¿s bg at the time of the call to animas was reportedly 86mg/dl with no symptoms. The patient reportedly remained on the pump. The reporter noted that multiple loss of prime warnings had occurred prior to the low bg. Troubleshooting indicated that in response to the loss of prime warnings, the patient had primed while still attached, receiving additional unintended insulin. The patient also reportedly had filled the cannula three times with 0.5units each time, and the patient¿s insulin sensitivity factor was reportedly 1u-55mg/dl. The reporter stated that rewind, load, and prime steps were being completed after cartridge changes. Troubleshooting indicated that the cartridge was not being used per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.